Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the display not working was a-rubber had leakage during user handling and water invaded the subject device. It caused abnormality in electronic components. The event can be detected/prevented by following the instructions for use which state: ¿-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (ccd wire damage) was confirmed. In addition to the no image (black), additional evaluation findings were as follows: there was no data transmission, unable to perform the scope leak test due to a loose bending section cover with missing glue, recommend distal end plastic cover, the bending section cover was stretched, the bending section cover glue was missing, recommend the light guide lens, switch 1 to switch 4 was not working, and recommend bending section and insertion tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A biomedical engineer reported on behalf of the customer, that when using an evis exera iii bronchovideoscope, there was charged coupled device (ccd) damage. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was no image (black). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.